Event description:
Information received from the field does not address the patient's clinical status but notes during the implant procedure, after the pocket was closed, bipolar ventricular lead impedance was 2100 ohms. Unipolar impedance was 400 ohms. The physician did not want to open the pocket and programmed the device to unipolar pace/sense.